Manufacturer narrative:
Concomitant medical products: product ID 3889-28, serial# unknown, product type lead; product ID neu_perc_extension, serial# unknown, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neuro stimulator (ins) health care professional reported that the lead was stretching out/break when connecting to the extension. No symptoms were reported. Lead was sent to back for analysis. No further complications were noted or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_perc_extension, serial# unknown, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neuro stimulator (ins) health care professional reported that the lead was stretching out/break when connecting to the extension. No symptoms were reported . Lead was sent to back for analysis. No further complications were noted or anticipated.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are : product ID: 3889-28, serial# unknown, product type: lead; product ID neu_perc_extension, serial# unknown, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neuro stimulator (ins) health care professional reported that the lead was stretching out/break when connecting to the extension. No symptoms were reported. Lead was sent to back for analysis. No further complications were noted or anticipated.

Manufacturer narrative:
Product ID: 3889-28, serial# unknown, product type: lead. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the butt joint of the outer insulation was separated at the proximal end of the lead; product ID: neu_perc_extension, serial# unknown, product type: extension. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the {x} connector was twisted in the molded rubber at the distal end of the extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information.